Event description:
The hosp reported the tip of the device fell into a patient's bladder during a procedure. The doctor employed several methods at attempts to retreive the device without result. The doctor then decided to terminate the procedure and retrieve the tip of the device at a later date. The patient has not yet been rescheduled for the additional procedure.